Event description:
Technician alleged that there was no power to the bed, loss of functions.

Manufacturer narrative:
Technician found a loose connection in the power plug. Technician replaced the powerplug to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.